Event description:
The pt was being transported from hosp. Approx 2 hours into the trip the iabp screen froze up but the pump continued to function. Power was recyced and the console came up ok but approx. 15 munites later the same thing happened. It happened a third time. The console was disconnected and the balloon was manually inflated and deflated approximately every 10 mins at 50cc. There were no pt complications.